Event description:
It was reported that bd¿ alcohol swab had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 326895, batch no: 8166595 it was reported that the consumer found one swab attached to the brown tape and also noticed few of the swabs were half the size. Verbatim: consumer reported he found one swab attached to the brown tape and also noticed few of the swabs were half the size. Quantity; unknown. Samples available. Item#: 326895; lot#: 8166595; for both issues.

Manufacturer narrative:
H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter and dimension on lot#: 8166595. Investigation summary: customer returned (15) sealed bd alcohol swabs from lot: 8166595 (line 1). Consumer reported he found one swab attached to the brown tape and also noticed few of the swabs were half the size. All 15 returned samples were first opened, then examined, and it was observed that 12 out of the 15 returned swabs were noticeably smaller. None of the returned samples, however, were observed to have foreign matter on them. The cause for the smaller swab issue likely occurred during the manufacturing process. Manufacturing (holdrege) will be notified of the reported issues. A review of the device history record was completed for batch#: 8166595. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (dimension, smaller swab). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter and dimension on lot # 8166595. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8166595. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ alcohol swab had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 326895 batch no: 8166595. It was reported that the consumer found one swab attached to the brown tape and also noticed few of the swabs were half the size. Verbatim: consumer reported he found one swab attached to the brown tape and also noticed few of the swabs were half the size. Quantity; unknown. Samples available. Item#326895; lot# 8166595; for both issues.